Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
It was reported that before use, the device experienced a user interface issue. Complainant indicated that there was no patient involvement in the reported issue.